Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Customer was instructed by tandem technical support to perform a system check and no issues were identified. The customer replaced pump supplies and resumed insulin therapy.